Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event. On an unreported date, the doctor added unspecified anti-inflammatory drug (dose, route and frequency not specified) into pd solution for treatment of peritonitis. At the time of this report, the patient was still in the hospital and has not recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided because the reporter declined follow-up.